Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. They found significant residue and shaft wear on the upper and shafts of gear 2. And also, found some residue on the jewel where the upper and lower shaft of gear 2 insert into the top bridge assembly. (B)(4).

Event description:
It was reported that a critical motor stall alarm occurred. It was noted the pump was explanted and replaced. It was further noted the patient had underdose symptoms of an increase in baseline pain level. It was noted the patient status at the time of this report was alive with no injury. The pump contained morphine. Additional information received reported the pump was interrogated multiple times without resolution of the motor stall. It was noted the catheter was aspirated without difficulty. The reporter stated there was no MRI and the patient stated that to their knowledge they had no exposure to electromagnetic interference. It was noted the patient was doing great.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.